Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in peripheral leg run off and it was completed as planned. The customer reported that the system was unable to perform fluro. The philips remote service engineer (rse) inspected the system remotely by reviewing the log file and found technical room high temperature errors. The customer also confirmed that the equipment closet ac was faulty and the room was extremely hot. It was found that the exposure failed because rotor controller was overheated. The rse advised the customer to stop using the room and have the ac system repaired. The air handler in the technical closet was repaired. After the repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. Log file analysis confirmed that the room temperature was high, due to which the system was temporarily unavailable. No malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to fluoro in the middle of the procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.